Event description:
It was reported that during device change out oversensing was observed on the ventricular lead. The noise was still reproducible after closing the pocket. Review of the egms showed oversensing on the ventricular lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.